Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A fresenius regional equipment specialist (res) was called on site to repair a 2008t hemodialysis machine that would not power on. Reportedly, the on/off switch was inoperable. No patient was connected to the machine when the issue was originally observed. The res discovered a discolored white wire and minor heat damage in the power supply during the on-site evaluation. The res replaced the power supply to resolve the issue. Following the part replacement, the unit was restored to full functionality. Functional testing performed by the res confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. The power supply was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The 2008t hemodialysis (hd) machine was not returned to the manufacturer for physical evaluation. Additionally, an on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The fresenius res technician performed service at the user facility and revealed that the power switch was found to be discolored white with minor heat damage. The res technician replaced the power supply assembly to resolve the issue. Functional testing performed by the res technician confirmed the system was operating properly. The unit has been returned to service at the user facility without issue. The power supply assembly was received by the manufacturer for analysis. A visual examination found that the power supply was received in good cosmetic condition and did not show any signs of physical or heat damage. An inspection of the power switch revealed one of the prongs was bent and disconnected from the switch. There were no signs of heat damage on the switch. The end terminals of the wires have discoloration, however, there are no charred marks. Functional testing was performed by installing the received component into a working unit. A test machine would not power on with the returned power supply installed. The power switch was replaced on the power supply and the test machine was then able to power on without failures. Additionally, the unit passed self-test and a heat disinfect program. A review of the device manufacturing records was performed on the reported serial number. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode.